Event description:
The device involved is an orthopedic broach. The broach tip broke during the surgery. The surgeon noticed that the broach tip had broken and detected where the broken part was through fluoroscopy and removed it through a window opened on the femur. This activity took about 30 mins and was performed during the surgery.

Manufacturer narrative:
Device has been returned and an investigation into the root cause and possible corrective action is in progress but not yet complete.